Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states they woke up with blank display and high blood glucose level of 400mg/dl. The customer treated the high with manual injections. The customer states they had received replacement battery cap. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Due to the blank display the following testing was unable to perform: operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test nor was the battery out limit alarm verified. The buttons were unresponsive due to blank display. The device was received with minor scratches on the lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.